Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent a ventricular tachycardia procedure with a carto 3 rmt system and a visitag issue occurred. The device manufacturer contacted the bwi representative and was informed that the study data (for investigation) was not available on this case. The bwi representative called this issue in for informational purposes only. Field service engineer confirmed that the issue was not duplicated and service was not needed. The system is operational. The history of customer complaints associated with carto 3 system was reviewed. There was not any additional reported complaints that may be related to the reported issue. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a carto 3 rmt system and a visitag issue occurred. The visitags were not appearing as they should on the selected map on the carto 3 v.4.3 system. When both maps are displayed all visitags are listed, if one map is taken away the system erroneously takes away visitags. Also all base points are shown on the re-map. The issue is indicative of a reportable event as the visitags not displaying may potentially lead to patient injury.